Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that screen was cracked and it wont turn on and the batteries was replaced and it wont let it turn back on. Blood glucose was unknown. Troubleshooting was performed. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with smashed lcd glass. Lcd damaged/dented/broken inward and broken traces on ib.